Manufacturer narrative:
Product ID: 37791 serial# unknown product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd: 28-jan-2017. Date of event: date is month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for spinal pain and chronic low back pain. It was reported that the pt had a "sting" while charging his ins last week and pt sent caller a picture showing a red skin over pocket that looks like a burn with a scab. Pt also reports seeing the thermometer on the ins recharger (insr) screen last week as well. The rep was told by pt that it takes pt a good while to charge and (when asked) caller thinks that pt may be sitting or sleeping on the insr antenna in order to charge the ins. However, the rep says the picture of the wound did not show outline of insr antenna. Pt has not seen any error codes. Caller told by pt that when pt sees the reoccurring thermometer message on the insr, he will stretch the insr paddle cording out but the rep has told the pt not to do this. It was reviewed sending out a replacement insr antenna as a precaution. It was also reviewed that the pt should take a break when seeing the thermometer message and to not charge for extended periods of time, as well as watching the amount of pressure the pt puts on the insr antenna while charging. A replacement insr antenna was sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the cause was determines and that the patient was sitting on the charger for up to six hours while sleeping. They decided to charge in shorter intervals and to try this. The issues have been resolved with the new antenna and charging intervals.